Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the guidewire had damaged the insulation of the left ventricular lead. The reported lead was not implanted on (B)(6) 2023. The patient's condition was unknown.